Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI number: (B)(4). Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without a valid lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A (B)(6) caucasian male consumer reported that he used hydro seal bandage to cover a cut on the side of the toe. Consumer started using the product on (B)(6) 2018 and noticed the event on (B)(6) 2018 while taking off the hydro seal bandage. After removing the hydro seal bandage, it took his skin off. Consumer applied hydro seal bandage only one time. Consumer went to the doctor and was given bacitracin cream to treat the event and antibiotic to help with any infections.